Manufacturer narrative:
D9- the percutaneous lead was returned only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having high flows and powers, as well as a driveline fault alarm. The log file was reviewed and showed power and flow elevations as high as 19 watts and 12 liters per minute. There were driveline faults noted throughout the log file. The system controller was exchanged for troubleshooting and new log files were submitted for review that captured speed drops lower that the low speed limit, while connected to the power module. X-rays of the driveline were performed, and one image found a 90-degree bend that appeared to straighten when the system controller was repositioned. The second found that the driveline appeared to be stressed. A driveline repair was performed on (B)(6) 2023, and the entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient would be monitored overnight for any further low speed or pump stop events. It was later communicated that the patient was still having voltage alarms with speed drops to 6000 rpm. The patient was placed back on the ungrounded cable. No further alarms were noted since the patient was placed on the ungrounded cable. The last low speed and pump stop events were noted to be on 15nov2023 at 0907, which was the last time the patient was using a grounded patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and driveline fault events; however, a direct cause for these findings could not be conclusively determined through this evaluation. Additionally, power elevations were confirmed in the submitted log files; however, a specific cause for these elevations cannot be conclusively determined. A log file from the time of the reported event was submitted which captured the reported driveline faults and power and flow elevations. The pump operated at the fixed speed for the duration of the log file. The system controller was exchanged, and additional log files were submitted that captured low speed events while the patient was connected to the power module with a grounded patient cable. Based on previous complaint experience, these events could be indicative of a potential issue with the driveline. A distal end driveline replacement was performed by an abbott representative on (B)(6) 2023. Approximately 19.5¿ of the external portion of the driveline was returned. An electrical continuity test of the returned driveline was conducted in the condition it was received and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The driveline was carefully disassembled and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Following the repair, the patient was placed back on the power module with a grounded patient cable and experienced additional low speed events that were confirmed via a submitted log file. The patient was placed on an ungrounded patient cable and no further low speed events occurred. The patient remains ongoing on heartmate ii left ventricular assist system. No further issues have been reported at this time. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 provides an explanation of pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Incidental findings: superficial outer jacket damage no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.